Event description:
On (B)(6) 2012, it was reported that this patient was being referred for a full system explant due to infection. The patient had picked the incision, and the device was visible. Additional information was received that the patient was seen on (B)(6) 2012 at which time the patient was already on antibiotics from her primary care physician. The patient picked open the generator incision, and the generator was extruding. No cultures were taken by the neurologist, and it was unknown if the primary care physician had taken cultures. No causal or contributory medication or diet changes (affecting wound healing) preceded the onset of the infection and extrusion. A review of device history records showed that both the lead and generator were sterilized prior to distribution. Surgery is likely but has not taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.